Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer is using admelog insulin. Tandem technical support (cts) informed customer that admelog insulin is off label per the user guide. Customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.